Manufacturer narrative:
Follow-up #1 date of submission 04/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/08/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The opening of the battery compartment and the battery compartment threads were observed to be damaged. The yellow o-ring on the returned battery cap did not seat properly into the pump during an attempt to secure the cap. A test cap secured properly to the pump, and a power loss was not observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the threads in the pump battery compartment were stripped. A new battery cap allegedly could not be secured properly to the pump due to the damaged compartment threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.